Event description:
Caller reported an occlusion alarm 2. There was no adverse impact to the customers blood glucose. The customer followed technical support's instructions to troubleshoot the occlusion problem, which persisted. It was determined that the occlusion was due to a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy.